Manufacturer narrative:
Could not confirm the customer¿s complaint of the device experiencing an inaccurate over-delivery. The device passed the volume accuracy test. The device passed the self-test with no error alarms. The device passed performance verification testing (pvt). Results are in the pci functional testing section. A probable cause was not found. D9 - date returned to mfg: 9/27/2024.

Manufacturer narrative:
The device is available for evaluation, it has not been received.

Event description:
It was reported that the drug on line b was programmed for 302 ml, however, the bag emptied before that time as line b says 276 ml infused and was sending a proximal occlusion alarm. And without any intervention, line a started to run. Line a was pending while line b was running. The pump was actively alarming but yet it was running on line a. The alarm was coming from the line b tubing being nearly empty and this was a filtered set so the fluid got the filter and was alarming and unable to pull more. Line a started running when the volume on line b was not reached. The issue occurred at 11:50 am. The fluid or medication that was infusing when the issue was noted was paclitaxel. There were a few moments of delay of therapy while troubleshooting the pump. There was not any medical intervention required. The date of infusion was on (B)(6) 2024 at approximately 10:50 am. There was 302 ml fluid in the bag when the infusion started. The rate was 302ml/hr, 302ml vtbi, and 1 hour duration of infusion. There was no fluid in the bag when the issue was noted. There should have been 26ml left per pump when the issue was noted - overfill and priming could affect this volume. The tubing set that was used in the pump was not available for testing. The customer also noted that this was not the first time this had happen and does not think that this was representative of a single pump malfunctioning. This had happened repeatedly on several different infusions and different pumps. There was patient involvement but no report of patient harm.